Event description:
It was reported that during patient treatment, the ventilator generated alarms for low minute ventilation. The patient desaturated with increased blood pressure and pulse. The ventilator was replaced, and the patient recovered. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The healthcare facility did not provide ventilator logs or request an examination of the ventilator. However, upon further investigation by the healthcare facility, it was determined that the reason of the low minute ventilation alarm was air leakage, but there was no additional information as to where and how the leakage happened. The healthcare facility evaluated the ventilator before returning it to clinical use. There was no additional information supplied regarding the results of this examination. As no further investigation could be performed, the underlying cause of the reported event remains unknown, but it was most likely related to leakage.